Manufacturer narrative:
(B)(4). D10: cat# 139254 lot# 593370 m2a-magnum 42-50mm tpr insrt-3. Cat# 11-104111 lot# 207490 mlry-hd por fmrl 11x160mm. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately four years post-implantation, the patient underwent a left hip revision due to pain and clicking. During the revision, the surgeon noted extensive scar tissue within the capsule consistent with a foreign body reaction. The cup was found completely loose while the femoral stem was well-fixed. Bone quality was sclerotic. Acetabular defects were impacted with allograft, and a new shell was placed with good fixation. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.